Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced due to unspecified reasons. No additional patient complications were reported in relation to this event.

Event description:
Additional information reported on 09/27/2016 indicated that the spectra penile prosthesis was replaced due to infection. No additional patient complications were reported in relation to this event.